Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/25/2017 with the following findings: the display was dim with reddish text. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim with reddish text. This report is made based on results of investigation completed on 05/25/2017.